Event description:
Surgeons noted that clip applier clips were not closing or applier was misfiring. Clips were removed from operating field. Both fellow and resident surgeons tested applier and device did not work properly.======================manufacturer response for ethicon ligaclip er320, ethicon (per site reporter).======================manufacturer will send product for analysis.